Event description:
Reporter indicated that a vns (B) (4) handheld computer was freezing up during interrogation and programming events, and that the computer would not hold a charge. The computer, power cord, and flashcard were returned for product analysis. The screen freezing events were unable to be recreated and the flashcard and computer performed as intended. The remaining battery power after one hour of testing was 78% which is out of specification.